Event description:
New information received notes that the device was reprogrammed to vvi.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a follow up in clinic. Left ventricular (lv) lead dislodgement was discovered. The lead was not capturing in any vector. Patient had symptoms of heart failure and required hospital admission. Historically lv lead capture thresholds had been increasing. There was no change in lead impedance. There was no lv capture at maximum possible amplitude. The patient had an underlying sinus rhythm with 3 rd degree atrio-ventricular block. Programming changes were discussed. Patient was stable. Further information could not be obtained.